Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1410701) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a male patient underwent an interventional peripheral procedure on (B)(6) 2014. The stick location was at the common femoral artery. The vessel size was noted to be 6 mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that post deployment, two minutes of pressure were held but there was still a tract ooze. Ten additional minutes of pressure were applied and then the patient was moved off the table at which time it was noted that the site looked "ok." Once the patient was in the holding area, fifteen minutes of manual pressure were applied and later during the day approximately one additional hour. The patient complained of pain and a 10 cm in diameter hematoma had formed which also filled the patient's scrotum. The patient was then transferred to the hospital. The patient was discharged on (B)(6) 2014. Note: the physician clarified that the patient did not have a retroperitoneal bleed, the patient had a scrotal hematoma.